Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 events were reported for this quarter. 4 devices were received for evaluation; 2 events were duplicated during testing. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. 2 devices were found to be affected by worn components. 1 device was affected by damaged internal components. 1 device was affected by non-stryker repair. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device overheated. 3 events had no patient involvement; no patient impact. 1 event had no known patient involvement; no known patient impact.